Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or breakdown at the site. Experiencing moderate/heavy menstruation and cannot use a tampon. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was getting urinary tract infections while using the purewick female external catheter. The patient has had two urinary tract infections and not sure what they were from and the kit has film and cloudy. Per follow up via phone on 12jul2023, it was reported that patient's mother did have to receive an antibiotic for back-to-back urinary tract infections caused by using the purewick female external catheter. The medicine was prescribed by a doctor in the emergency room. Customer stated that patient cleaned everything daily as instructed. Customer was advised to clean tubing and cannister with alcohol to disinfect accessories.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient was getting urinary tract infections while using the purewick female external catheter. The patient has had two urinary tract infections and not sure what they were from and the kit has film and cloudy. It was unknown what medical intervention was provided for the urinary tract infection at this time. Per follow up via phone on 12jul2023, it was reported that patient's mother did have to receive an antibiotic for back-to-back urinary tract infections caused by using the purewick female external catheter. The medicine was prescribed by a doctor in the emergency room. Customer stated that patient cleaned everything daily as instructed. Customer was advised to clean tubing and cannister with alcohol to disinfect accessories.